Event description:
Cautery was not working when surgeon tried to use the conmed (multifunction instrument system with straight grip); so we tried unplugging it and plugging it back in it still did not work, so then we opened a second one and it worked with no problem. FDA safety report ID# (B)(4).